Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that as a result of lead implantation, this patient developed deep vein thrombosis of the left subclavian vein causing swelling and pain in the left arm. The patient was treated pharmacologically and the issue has since resolved.